Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Device history records was conducted. The report indicates that the: DHR review for part#390.012 lot#7128527, release to warehouse date: april 4, 2013, supplier- (B)(4),no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent application of a large external fixator on (B)(6) 2015 for a distal fracture of the tibia. On (B)(6) 2015 the patient called the surgeon to report that the distal piece, where it screws into the threads, of a 30 degree outrigger post, broke off. This occurred at the proximal pins of the tibia. A back-up was available and there was no issue into threading it into the associate pin clamp. There was no allegation against the associated large pin clamp. New part was applied successfully in surgeon office. No further patient harm was reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional patient information: patient height reported (B)(6). Product investigation summary: the returned instrument (part 390.012 / lot 7128527) was examined and the complaint condition was able to be confirmed as the tip of the outrigger shaft was found to be broken at the thread break. The fragment was returned. No definitive root cause was able to be determined as the circumstances leading to the failure are unknown. It is possible the ex-fix construct was assembled in such a way that the outrigger was under loading and eventually failed. Additionally, the failure is potentially attributable to patient non-compliance. The large ex-fix 30 degree outrigger post can be utilized in large external fixator constructs by threading into a large pin clamp acting as a connection point for a combination clamp. Outriggers are often utilized in box-frame and delta-frame constructs per technique guide. The returned instrument was examined and the complaint condition was able to be confirmed. The relevant drawings for the returned instrument were reviewed. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number with no material record reports, non-conformance reports, or complaint-related issues identified that would contribute to the complaint condition. Device is an instrument and is not implanted or explanted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.